Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approximately five to six months post procedure, the patient was reassessed for symptoms of vaginal dehiscence and discharge. The sling material was removed without incident and the patient was treated with antibiotics. The device was destroyed by the user facility. Therefore, no failure analysis is available. Follow up revealed this patient was diabetic which may have attributed to this event. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion...the risks associated with procedures that require placement of a bone anchor can be greater in patients with chronic conditions such as diabetes or obesity."